Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6006842 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006842 were previously tested in complaint (B)(4) on 12/feb/2025. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6006842 was manufactured according to the wi version 113 manufactured in the line 10, on 29/apr/2024, with a total of 29,400 units. Gluing of tubing the lot 4d04066 was manufactured according to the wi version 7, gluing of tubing in the machine itl01, on 28/apr/2024, with a total of 30, 870 units. The lot 4d05472 was manufactured according to the wi version 7, gluing of tubing in the machine itl01, on 29/apr/2024, with a total of 30, 870 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6006842 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number 2126230. Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm on (B)(6)2025. Troubleshooting confirmed blockage in the tubing. Customer changed supplies as necessary and resumed insulin therapy. No further information available.